Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient partially filled an ilet cartridge and sought assistance to change the cartridge without changing tubing; the agent guided a cartridge change and insulin delivery was resumed, with a brief disconnection during the change and a missed meal announcement after eating two pastries leading to elevated glucose. Symptoms included transient hyperglycemia with a reported peak of 225 mg/dl and later a reported glucose of 74 mg/dl with steady trend, without dizziness, loss of consciousness, diabetic ketoacidosis, or need for medical intervention. Outcomes included no hospitalization, no use of backup therapy, and no ketone testing. Investigation included technical troubleshooting and user education on cartridge change and meal announcements. Investigation of this case revealed use-related factors including partial cartridge fill, temporary pump disconnection during the change, and a missed meal announcement as contributors to the hyperglycemia, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and therapy management factors rather than device failure.